Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'power button no work' which was reproduced during evaluation as the power button and keypad buttons #5 and #4 on the keypad were unresponsive, and keypad was not functioning normally. The reported condition was verified. The cause was determined to be a failed front case. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a power button on the keypad was not working. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.